Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening shortness of breath requiring oxygen. The patient developed acute respiratory insufficiency that was determined to be chronic with sequelae. Pneumonia was ruled out although chest x-ray remains unchanged. On (B)(6) 2021 the patient developed anemia/bleeding required one unit of packed red blood cells (prbcs), warfarin was held.

Event description:
Additional information stated that a source of bleeding was not found and the shortness of breath was identified as a long term problem with multiple admissions and could be attributed to the acute respiratory insufficiency.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding and acute respiratory insufficiency could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.